Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switching episodes due to far field r-wave oversensing was observed. Programming changes were suggested.

Event description:
New information received notes that the device was reprogrammed.